Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres, the balloon ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.